Event description:
During a coronary artery drug eluting stenting treatment procedure,the event was noticed to be evaginated. There were two target lesions in the index procedure, one located in the left anterior descending (lad) and the other located in the right coronary artery (rca). Vascular access was via the femoral artery. The lesion was predilated using a 20mm length balloon. The physician attempted to deliver a 3.0x28 mm taxus express2 drug eluting stent to the severely tortuous, mildly calcified, 90% stenosed, 3.0mm diameter, long lesion in the distal lad but was unable to reach the lesion. When the physician removed the catheter it was noticed that the stent had "evaginated". Then the physician used a 3.0x30 mm medtronic driver stent in the distal lad and overlapped a 30x32 mm taxus express2 in the mid lad. The physician used two neich stents to treat the lesions located in the distal and mid rca. The lesion was post dilated using a 20mm length balloon. Medications included plavix and aspirin pre-procedure, aramine during the procedure and plavix, aspirin, and a beta blocker post-procedure. There were no pt complications and the pt was reported as well.